Manufacturer narrative:
Results on investigation: a change in stem fixation described as bone loss was reported along with radiolucent lines at the proximal part of the femur. The corresponding x-rays were not provided. No information on a treatment or complication as result of the reported findings was provided. The provided case report forms (crf) do not contain further information that would allow further investigation of the reasons for the reported issue. No device was returned and no batch number was communicated. Due to insufficient information, no investigation can be performed.

Event description:
As part of sbg observational study (B)(4), subject (B)(6) experienced change in stem fixation noted on 5-year follow-up radiographical examination as "bone loss". Aemb classified this event as adverse device effect (ade). The event was not considered serious as no indication of treatment or significant complications due to this event were noted.

Manufacturer narrative:
(B)(4).

Event description:
As part of (B)(4) observational study, subject (B)(6) experienced change in stem fixation noted on 5-year follow-up radiographical examination as "bone loss". (B)(6) classified this event as adverse device effect (ade). The event was not considered serious as no indication of treatment or significant complications due to this event were noted. Please be aware that as part of study reporting phase, all (B)(4) observational study data underwent a systematic review. Any indication of previously undocumented adverse events have been collected and underwent an uniformed sponsored review by (B)(6). Events were never classified as adverse event by the reporting surgeon but have only received sponsor's classification by the (B)(6) on 16th july 2018. No further information available nor able to be obtained.